Manufacturer narrative:
Consumer experienced a broken tooth. The model and serial numbers were not provided. Additional contact information not provided. Device manufacturing date not available due to the power toothbrush not being returned.

Event description:
Consumer called stating that the sonicare power toothbrush broke off a piece of their tooth.